Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 327 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.